Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Physician reported capsular contracture, baker grade IV, and device is "very tarnished" on the left side, diagnosed by ultrasound. Usg also showed ¿mild periprosthetic effusion that is localized in the upper external quadrant¿. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: seroma-late, capsular contracture: unable to observe as it is a medical event that is not related to the device. Device appearance: no observed tarnished. Additional observation: calcification observed on the surface of the shell. Deformation observed. Red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed. It is not possible to determine the lot number or catalog through the photos provided." Additional, changed, and/or corrected data: h.6

Event description:
Physician reported capsular contracture, baker grade IV, and device is "very tarnished" on the left side, diagnosed by ultrasound. Usg also showed ¿mild periprosthetic effusion that is localized in the upper external quadrant¿. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.